Event description:
A malfunction was reported on the pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer's technical support provided pump reset information and assisted the caller with resetting the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.